Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) high out of range pace impedance measurements and there were concerns of loss of capture (loc). Technical services (ts) was consulted, provided a review of the presenting electrogram (egm), discussed that there appeared to be loss of capture (loc) as following with every paced complex there is a larger signal most likely indicative of an intrinsic rv beat. The rv output is set to a high capture threshold. The health care professional (hcp) will discuss with the physician. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) high out of range pace impedance measurements and there were concerns of loss of capture (loc). Technical services (ts) was consulted, provided a review of the presenting electrogram (egm), discussed that there appeared to be loss of capture (loc) as following with every paced complex there is a larger signal most likely indicative of an intrinsic rv beat. The rv output is set to a high capture threshold. The health care professional (hcp) will discuss with the physician. This ICD remains in service. No adverse patient effects were reported. Additional information was received, noisy signals were noted on the right atrial (ra) channel. This ICD system remains in service. No adverse patient effects were reporte.